Event description:
The customer reported via phone call that he had issues with 3 sensors. Customer also had threshold suspend alarms that went off when his blood glucose was actually 138 mg/dl. Customer stated that his sensor was saying that he was 41 mg/dl on one of those instances. Customer was advised to calibrate 4 times a day. Customer was explained that if the sensor is not in a good place, it can have trouble picking up the fluid. Customer has already thrown the bad sensors away. Replacement sensors will be sent to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.